Manufacturer narrative:
The manufacturer previously reported: "the customer reported that the unit failed the pre-test during the active exhalation verification test. The test failure indicates that the device¿s exhalation system did not meet the required specifications. The device was undergoing diagnostic evaluation and was not in active clinical use during the event. No patient harm or injury was reported. This failure initiated a follow-up repair request for further corrective action." The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed the active exhalation verification test. In conclusion, the device's 3-way solenoid & proportional valve was replaced to address the issue.

Event description:
The customer reported that the unit failed the pre-test during the active exhalation verification test. The test failure indicates that the device¿s exhalation system did not meet the required specifications. The device was undergoing diagnostic evaluation and was not in active clinical use during the event. No patient harm or injury was reported. This failure initiated a follow-up repair request for further corrective action. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.